Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance at an impedance of 1100 ohms. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).